Manufacturer narrative:
Approximate age of device: 5 months. The manufacturer was unable to conduct an investigation of the device as the patient remains ongoing with the implanted device. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. The instructions for use lists infection as an adverse event that may be associated with the use of the left ventricular assist device. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced abdominal pain and fever, thought to probably be due to driveline re-infection. The patient received empiric antibiotics and was discharged home on (B)(6) 2015. No additional information was provided.